Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an endoscopic lobectomy, the device would not fire. Changed to a new reload and performed the firing sequence, but noted that some staplers formed with irregular shapes. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4), date sent: 6/3/2020, d4: batch # r5742p. Device analysis: the analysis found that one pse60a device was returned with no apparent damage with a gst60w partially fired 1/16 cartridge loaded on the device. In addition, another ecr60b reload was received unfired. The device was tested for functionality in the straight position with the returned cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria.. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.